Manufacturer narrative:
The device was evaluated at the manufacturer and the reported event was confirmed. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Event description:
It was reported that the coaxial high flow tips were being used in a procedure when they fell apart. It was confirmed that no fragments of the tips fell into the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the coaxial high flow tips were being used in a procedure when they fell apart. It was confirmed that no fragments of the tips fell into the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.